Event description:
During a tubal ligation procedure the forceps were clamped around the tube, however the jaws would not release. Another trocar site was required to cut the forceps off the tube. The site was then sutured. No pt harm was reported.